Manufacturer narrative:
Additional removed components: sliding core mobile bearing; model#: 400-140; lot#: 0931065; expiration date: 03/01/2015; device manufacture date: 03/2010. There were no deviations reported in the dhrs for part no. 400-140, lot no. 0931065. The DHR for part no. 400-255, lot no. 091015/0883 notes that 4 parts out of 40 were scrapped. All released parts were within specification.

Event description:
Start total ankle replacement talar component was exchanged to correct sizing issue. The sliding core mobile bearing was also exchanged.